Event description:
Pt had tsrh spinal fixation of l4-s1 on 12/2/96. Pt had to return to surgery on 3/19/97 to replace 2 screws that had been implanted during the previous procedure that had broken at some point in time after the pt was discharged. The broken screws were removed and replaced with two larger screws in sacrum on either side.

Manufacturer narrative:
After further investigation it was learned that the physician who performed the surgeries does not feel this was a product failure, per se. He stated that the pt had previously had spinal fusion which had failed. He went on the say that due to the pt's weight and spinal instability, the screws broke under those stressors. He had selected the largest standard size for this surgery. When the replacement was done, the physician special-ordered a larger screw and additionally put an extra sacral screw in to provide another place for the relief on the stress of the other screws.